Manufacturer narrative:
Related MFR: 3003306248-2023-05032, related MFR: 3003306248-2023-05033, related MFR: 3003306248-2023-05034. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on centrimag support. On (B)(6) 2023, the centrimag alarmed while a nurse was in the room. The nurse noted dashes on the flow probe reading, at that time they heard a ¿swishing sound, or a water through hose¿ sound coming from the pump, at the same time the patient became suddenly agitated, as if the response was to something painful. The event lasted ~ 15 seconds, and the flow reading returned to baseline without intervention on the flow probe. No changes in patient assessment or monitor vitals were noted. Log files were obtained, and the entire system was changed on (B)(6) 2023. There were no alarms reported during this event. It was later communicated that the patient was stable and waiting for a heart transplant. The cause of the swishing sound was not determined. The sound reportedly resolved prior to the equipment being exchanged and only lasted about 15 seconds.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a swishing noise coming from the pump, as well as a specific cause for the noise was unable to be conclusively determined through this evaluation. The submitted log files captured several ¿f2: flow signal interrupted¿ and ¿f3: flow below minimum¿ alarms on (B)(6) 2023; however, a specific cause for these alarms could not conclusively be determined through this evaluation. No other pump-related issues were observed in the submitted log files, and the pump appeared to operate as expected. The pedimag blood pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The pedimag blood pump instructions for use (IFU) explains that the pedimag blood pump is indicated for use with the centrimag console and motor. It is a non-roller-type cardiopulmonary and circulatory bypass blood pump used to pump a patient¿s blood through an extracorporeal circuit for periods lasting less than 6 hours. This IFU also provides instructions for how to mount the blood pump on the motor and operate the pump. The IFU warns that frequent patient and device monitoring is recommended. This document additionally states to always have a spare pedimag blood pump, back-up console, motor, and accessories available for change out. The 2nd generation centrimag system operating manual contains a list of console alarms and alerts, including the f2 and f3 alarms, as well as appropriate operator response to these events. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The united states (us) centrimag blood pump instructions for use (IFU) list warnings and cautions regarding the use of the pedimag blood pump: the pedimag blood pump is indicated for use with the centrimag console and motor. It is a non-roller-type cardiopulmonary and circulatory bypass blood pump used to pump a patient¿s blood through an extracorporeal circuit for periods lasting less than 6 hours for the purpose of providing either: 1. Full or partial cardiopulmonary bypass (i.e., circuit includes an oxygenator) during open surgical procedures on the heart or great vessels. Or 2. Temporary circulatory bypass for diversion of flow around a planned disruption of the circulatory pathway necessary for open surgical procedures on the aorta or vena cava. IFU warning #12: frequent patient and device monitoring is recommended. IFU caution #11: run the pedimag blood pump only on a properly maintained centrimag drive console and motor. IFU caution #15: always have a spare pedimag blood pump, back-up console, motor, and accessories available for change out. The section titled ¿blood pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the pedimag blood pump on the centrimag motor, remove the blood pump from the inner tray and insert the blood pump into the motor receptacle. Place the bottom of the blood pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the blood pump with the fittings on the motor receptacle. Rotate blood pump counterclockwise until the blood pump locks securely into place. Thread the retaining screw clockwise to secure in place. The pedimag blood pump must be fully seated into the receptacle to function properly. The 2nd generation centrimag system operating manual is currently available. Section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts, including the f2 and f3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.